Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion in the left anterior descending artery with calcification. A non-abbott guide wire and a non-abbott micro catheter were advanced to the target lesion. The 2.50x12mm trek balloon dilatation catheter (bdc) was used to balloon trap the non-abbott micro catheter in order for the micro catheter to be removed from the patient. The bdc was inflated one time to 6-8 atmospheres (atm). The bdc was removed from the patient and before putting the bdc on the guide wire to advance to the target lesion a break on the shaft of the bdc was observed. It was noted that the balloon would fold in half; however, the balloon could not advance of the guide wire. The balloon was in tact and a rupture did not occur. Another trek balloon was used for successful pre-dilatation. No adverse patient effect and no clinically significant delay were reported. No additional information has been provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Reportedly the device was advanced into the guide catheter without the support of a guide wire and inflated to successfully remove a micro catheter. In this case it is likely that the inner member of the balloon collapsed and appeared broken when inflated/deflated without the support of a guidewire. The damaged inner member likely interacted with the guide wire during advancement causing the reported difficulty to advance. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a